Manufacturer narrative:
Pump was received with blank display due to cold solder joint. No cosmetic damage noted.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the device was defective from the box. The customer was sent a replacement insulin pump.